Event description:
Nurse noted when priming the blood tubing for platelet transfusion, that the tubing leaked in two places. One was at the "waist" of the drip chamber (between the section with filter and without filter). The second was at the bottom of the drip chamber where it connected to the tubing. The tubing was not saved for examination.